Manufacturer narrative:
The power chair was not returned for evaluation, so the complaint of the chair surging could not be verified, and the underlying cause could not be determined. The tdxsp user manual states that if the joystick is erratic or does not respond as desired to contact the dealer/invacare for service. The expected life of a power chair is 5 years, and the device was manufactured in (B)(6) 2006; therefore, it has exceeded its expected life. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer alleges the wheelchair surges then slows down. Dealer states he replaced the batteries and this didn't resolve the issue.